Event description:
The pt underwent an arthroscopic. Acl repair in 03/05. The pt observed redness and swelling at the catheter insertion site [postule at site] post operation day four. Additionally, the catheter and infusion pump were removed on this date. Irrigation and drainage were performed on the knee, the culture grew group c strep. The pt was given a variety of antibiotics and was still receiving IV antibiotics at home via PICC line. The pt's condition was improving.